Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred in the dialysis area. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported broken cable was confirmed and reproduced during evaluation by technical services. The cause was determined to be a broken power cord and the power cord was replaced to resolve the problem. Should additional information become available, a follow-up MDR will be submitted.